Event description:
On 04/16/2010, we were notified by a legal claim that a fire originated in the presence of a millennium oxygen concentrator. According to the claim, a lamp, radio/stereo and the oxygen concentrator were plugged into a power strip located in the living room of the pt's residence. According to the claim, the equipment plugged into the power strip caused the power strip to overload and initiate the fire. On (B) (6) 2007, a fire ignited inside the pt's residence in the northeast corner of the living room. The fire severely damaged the house. The claims states the pt inhaled products of combustion and suffered burns. When emergency rescue personnel arrived at the residence, they were met by heavy fire and smoke from the front of the house. The pt was found in a lifeless state on the bed in the bedroom directly across from the living room. She was pronounced dead at the scene. It is not known if the device was in use at the time of the event or if the device is available for evaluation.

Manufacturer narrative:
A follow up report will be submitted if the device becomes available for evaluation or if pertinent add'l info is received.